Manufacturer narrative:
The pump has been returned to animas for evaluation; however has not been investigated yet. Once the investigation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up arrow keypad button was found to be peeling. Investigation revealed that the up arrow, down arrow and audio bolus buttons were unresponsive to button presses on the keypad preventing the pump to go past the verify screen. There was evidence of keypad corrosion found under all key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.